Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil pusher assembly. The embolization coil was intact with the smart coil pusher assembly. The embolization coil windings were offset. There was no visible damage to the non-penumbra microcatheter. Conclusion: evaluation of the returned device revealed that the smart coil embolization windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization coil may begin to take shape inside the hub, upon further advancement, damage such as offset coil windings may occur. The offset coil windings likely prevented the smart coil from being advanced through the non-penumbra microcatheter. The smart coil was attempted to be advanced through the returned non-penumbra microcatheter; however, extreme resistance was experienced and the smart coil could not be advanced through the microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil through the hub of the non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.